Event description:
Covidien received information stating that a patient was removed from an 840 ventilator and placed on a second ventilator. According to the report from the customer, the ventilator gave a non critical device alert. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing time keeper chip on the central processing unit (cpu) that holds time of day and date even with alternating current (ac) power disconnected. Covidien was not authorized to evaluate or repair the device.

Manufacturer narrative:
(B)(4).